Event description:
Reference MDR #9680794-2015-00026 for the first event involving the same pt. It was reported that the event occurred in the ccl (cardiac cath lab). Indication for use: coronary ablation therapy. A second cl-07845 (lot number 14f14g0433) was inserted. Upon insertion of the device and following the advancement of the guidewire, the sidearm of the psi (percutaneous sheath introducer) came away from the device causing bleeding from the opening. A third cl-07845 with a different lot number was used without issue. There was a delay / interruption in therapy, however there was no reported harm to the pt. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. An update was received on 2/02/2015 stating that there was no excessive bleeding at the insertion site. The blood only came through the affected valve. The pt outcome is listed as unaffected, no negative impact.

Manufacturer narrative:
Qn # (B)(4).